Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident occurring before implanting the device, using the waa during the incident, implanting the device at an off-label location, implanting the stimulator too close to the targeted nerve, device migration, and puncturing bone or tissue inadvertently during the procedure have been ruled out as potential causes. In addition, multiple tunneling attempts were not performed. However, the constant rubbing of the antenna/belt against the wound did not allow the wound to heal and the site was not irrigated with antibiotic solution before closure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to non-compliance to the IFU as the antenna/belt was worn on the wound (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient reported wound healing issues. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. No further issues have been reported.